Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 350 mg/dl. Customer treated his blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).